Manufacturer narrative:
Additional information received on march 29, 2017: procedure was removal of a failed panta nail and ttc fusion done with advansys plate after nail was removed. The advansys screws were stripping when dr. (B)(6) was trying to place in the plate. He used the 3.0 drill for the 4.5 screws which seemed to not give enough room to place those screws. He did place those screws on power and not by hand. The surgeon use a larger drill and the screws then seemed to have more room and place them. The stripping of the screws didn¿t affect the patient at all it just delayed the procedure. Integra has completed their internal investigation on april 13, 2017. The investigation included: methods: review of device history records, review of complaints history. Results: product not available so evaluation unable to be performed. DHR review; DHR unable to be reviewed as lot number was unavailable. Complaints history; this is the first incident reported to newdeal about stripping screws during the fixation of the advansys ttc plate for the past two years. During the same time period, about (B)(4) surfix systems screws 4.5 diameter made of (B)(4) were sold. The complaint rate for this kind of incident during the stated time period is (B)(4). No nonconformance or concession request and no corrective or preventive action was found about stripping screws. Conclusion: product not returned, so the root cause cannot be determined.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Second of 2 reports. Other mfg report number: 9615741-2017-00019. It was reported that the screw stripped at the head part. No patient injury reported and the event lead to 1 hour surgical delay. Additional information was requested.